Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering found that the handle trigger mechanism functioned properly when the handle was latched closed. The incident experience was unable to be replicated. Engineering also found that the blade was getting stuck in the forward position and would not retract. Further inspection found that the blade components were not properly seated within the channel. The device met all other mechanical and electrical specifications. The root cause of the experience remains unknown as engineering was unable to replicate the incident. The issues observed with the blade suggest an assembly error during the manufacturing process, but it is unlikely that this would have resulted in difficulty closing the handle. This document represents our final report.

Event description:
Vertical gastrectomy- "handle does not close 100%." Patient status: ok.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.